Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working. Our field service engineer investigated the ventilator on site and resolved the reported issue by replacing the o2 gas module. The replaced o2 gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).